Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's nurse reported via telephone call that the customer was hospitalized due to high and low blood glucose. The blood glucose reading at the time of admission was 600 mg/dl. The customer also had a low blood glucose reading of 29 mg/dl. The customer was wearing the insulin pump at the time of the event but was turned off upon admission. The insulin pump was not replaced or returned from analysis.